Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/pain: abdominal"), autoimmune disorder ("auto-immune disorder") and teratoma ("teratoma - tumor / cancer") in a 37-year-old female patient who had essure (batch no. 685783) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 (delivery date: (B)(6) 2000, (B)(6) 2002), polypectomy (cervical polypectomy), laparoscopy in 2000, myomectomy in 2010 and miscarriage. She has no chronic illness. No heart disease. No asthma, high blood pressure or diabetes. Previously administered products included for an unreported indication: tranexamic acid and micronor. Concurrent conditions included underweight, cervical polyp (suspected cervical polyp), smoker (she is pack a day smoker.) And abstains from alcohol (she does not drink alcohol or use street drugs.). Family history included breast cancer (mother, diagnosed at age 51 causing death at age 52.), rheumatoid arthritis (mother) and lupus erythematosus (mother). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 13 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), teratoma (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)/ bleeding"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)/ bleeding"), uterine leiomyoma ("fibroid uterus"), pelvic pain ("pain: pelvic") and back pain ("pain: back"). On 19(B)(6) 2010, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2017, the patient experienced depression ("depression / psychological or psychiatric problems, condition: depression"), rash ("skin rashes"), weight increased ("weight gain"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding") and visual impairment ("vision problems"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, alopecia and vaginal haemorrhage had resolved, the teratoma, depression, rash, visual impairment, fatigue, uterine leiomyoma, migraine, pelvic pain and back pain outcome was unknown and the weight increased and nausea was resolving. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, teratoma, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. She asked to have her ovaries removed due to the fact that her mother had ovarian cancer at a young age. The risks, benefits and alternatives of the proposed surgery were carefully discussed with her and she consented to surgery. On (B)(6) 2013, operative note revealed normal appearing ovaries and fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Ultrasound scan - on (B)(6) 2013: small fibroid on (B)(6) 2013, surgical pathology report revealed menorrhagia, fibroids¿. Dysmenorrhea. Family history of breast cancer specimens source revealed uterus, tubes and ovaries, with cervix. Gross description: received in formation and labeled uterus with cervix bilateral tubes and ovarian is hysterectomy specimen received with attached cervix and bilateral tubes and ovaries .with the tube and ovaries amputated the uterus appears to be an underlying fibroid. An eccentrically located slit like os measure 1.3 cm. The os is patient and the uterus is bloated. The endometrium is lush glistening. No masses occupy the endometrial cavity or the endocardial canal. The endometrium measure up to 0.4 cm on sectioning the end myometrium two sub serosal arterial located leiomyoma measure 1.0 and 1.4 cm. A wire occupies the tube lumen. The ovary has firm parenchyma and multiple blood fluid filled cysts measuring 0.5 and 1.0 cm. A n anterior cervix section is place in block 1 posterior cervix section in block 2 anterior end myometrium block 3- 4. Posterior end myometrium block 5-6 leiomyoma section block 7. Representative section of right tube and ovary with the entire fimbriae end are placed in bock 8-9 the left is representatively submitted with the entire end in block 10-11 and left ovary section in block 12. Concerning the injuries reported in this case, the following ones were reported via medical record: menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/pain: abdominal") and autoimmune disorder ("auto-immune disorder") in a (B)(6) year-old female patient who had essure (batch no. 685783) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (delivery date: (B)(6) 2000, (B)(6) 2002), polypectomy (cervical polypectomy), laparoscopy in 2000, myomectomy in 2010 and miscarriage. She has no chronic illness. No heart disease. No asthma, high blood pressure or diabetes. Concurrent conditions included underweight, cervical polyp (suspected cervical polyp), smoker (she is pack a day smoker.) And abstains from alcohol (she does not drink alcohol or use street drugs.). Family history included breast cancer (mother, diagnosed at age 51 causing death at age 52.), rheumatoid arthritis (mother) and lupus erythematosus (mother). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 13 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)/ bleeding"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)/ bleeding"), uterine leiomyoma ("fibroid uterus"), pelvic pain ("pain: pelvic") and back pain ("pain: back"). On (B)(6) 2010, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2017, the patient experienced depression ("depression"), rash ("skin rashes"), weight increased ("weight gain"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding") and visual impairment ("vision problems"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, alopecia and vaginal haemorrhage had resolved, the depression, rash, visual impairment, fatigue, uterine leiomyoma, migraine, pelvic pain and back pain outcome was unknown and the weight increased and nausea was resolving. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. She asked to have her ovaries removed due to the fact that her mother had ovarian cancer at a young age. The risks, benefits and alternatives of the proposed surgery were carefully discussed with her and she consented to surgery. On (B)(6) 2013, operative note revealed normal appearing ovaries and fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Ultrasound scan - on (B)(6) 2013: small fibroid . On (B)(6) 2013, surgical pathology report revealed menorrhagia, fibroids¿. Dysmenorrhea. Family history of breast cancer specimens source revealed uterus, tubes and ovaries, with cervix. Gross description: received in formation and labeled uterus with cervix bilateral tubes and ovarian is hysterectomy specimen received with attached cervix and bilateral tubes and ovaries .with the tube and ovaries amputated the uterus appears to be an underlying fibroid. An eccentrically located slit like os measure 1.3 cm. The os is patient and the uterus is bloated. The endometrium is lush glistening. No masses occupy the endometrial cavity or the endocardial canal. The endometrium measure up to 0.4 cm on sectioning the end myometrium two sub serosal arterial located leiomyoma measure 1.0 and 1.4 cm. A wire occupies the tube lumen. The ovary has firm parenchyma and multiple blood fluid filled cysts measuring 0.5 and 1.0 cm. A n anterior cervix section is place in block 1 posterior cervix section in block 2 anterior end myometrium block 3- 4. Posterior end myometrium block 5-6 leiomyoma section block 7. Representative section of right tube and ovary with the entire fimbriae end are placed in bock 8-9 the left is representatively submitted with the entire end in block 10-11 and left ovary section in block 12. ¿concerning the injuries reported in this case, the following ones were reported via medical record: menorrhagia and dysmenorrhea.¿ most recent follow-up information incorporated above includes: on 16-feb-2018: this case is medically confirmed. Reporter information was updated. This case concerns (B)(6) year old patient. Her demographics were updated. Her historical condition, family history and concurrent condition were updated. Lab data was added. Essure lot number was added. Events: abnormal bleeding (vaginal, menorrhagia)/ bleeding; depression, skin rashes, migraines/headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/pain, fibroid uterus, vision/eyeproblems, fatigue, weight gain, hair loss, pain: abdominal, pelvic, back and oophorectomy (bilateralremoval of ovaries). Following events: bleeding, weight gain, hair loss, nausea, pain with sexual intercourse, and cramping all decreased within a few months after the removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/pain: abdominal"), autoimmune disorder ("auto-immune disorder") and teratoma ("teratoma - tumor / cancer") in a 37-year-old female patient who had essure (batch no: 685783) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 (delivery date: on (B)(6)2000, on (B)(6) 2002), polypectomy (cervical polypectomy), laparoscopy in 2000, myomectomy in 2010 and miscarriage. She has no chronic illness. No heart disease. No asthma, high blood pressure or diabetes. Previously administered products included for an unreported indication: tranexamic acid and micronor. Concurrent conditions included underweight, cervical polyp (suspected cervical polyp), smoker (she is pack a day smoker.) And abstains from alcohol (she does not drink alcohol or use street drugs.). Family history included breast cancer (mother, diagnosed at age 51 causing death at age 52.), rheumatoid arthritis (mother) and lupus erythematosus (mother). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 13 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), teratoma (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)/ bleeding"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)/ bleeding"), uterine leiomyoma ("fibroid uterus"), pelvic pain ("pain: pelvic") and back pain ("pain: back"). On (B)(6)2010, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2017, the patient experienced depression ("depression / psychological or psychiatric problems, condition: depression"), rash ("skin rashes"), weight increased ("weight gain"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding") and visual impairment ("vision problems"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, alopecia and vaginal haemorrhage had resolved, the teratoma, depression, rash, visual impairment, fatigue, uterine leiomyoma, migraine, pelvic pain and back pain outcome was unknown and the weight increased and nausea was resolving. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, teratoma, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. She asked to have her ovaries removed due to the fact that her mother had ovarian cancer at a young age. The risks, benefits and alternatives of the proposed surgery were carefully discussed with her and she consented to surgery. On (B)(6) 2013, operative note revealed normal appearing ovaries and fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Ultrasound scan: on (B)(6) 2013: small fibroid. On (B)(6) 2013, surgical pathology report revealed menorrhagia, fibroids¿. Dysmenorrhea. Family history of breast cancer specimens source revealed uterus, tubes and ovaries, with cervix. Gross description: received in formation and labeled uterus with cervix bilateral tubes and ovarian is hysterectomy specimen received with attached cervix and bilateral tubes and ovaries .with the tube and ovaries amputated the uterus appears to be an underlying fibroid. An eccentrically located slit like os measure 1.3 cm. The os is patient and the uterus is bloated. The endometrium is lush glistening. No masses occupy the endometrial cavity or the endocardial canal. The endometrium measure up to 0.4 cm on sectioning the end myometrium two sub serosal arterial located leiomyoma measure 1.0 and 1.4 cm. A wire occupies the tube lumen. The ovary has firm parenchyma and multiple blood fluid filled cysts measuring 0.5 and 1.0 cm. A n anterior cervix section is place in block 1 posterior cervix section in block 2 anterior end myometrium block 3- 4. Posterior end myometrium block 5-6 leiomyoma section block 7. Representative section of right tube and ovary with the entire fimbriae end are placed in bock 8-9 the left is representatively submitted with the entire end in block 10-11 and left ovary section in block 12. ¿concerning the injuries reported in this case, the following ones were reported via medical record: menorrhagia and dysmenorrhea.¿ most recent follow-up information incorporated above includes: on 26-apr-2018: events teratoma - tumor / cancer and did not undergo essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2013, plaintiff underwent total hysterectomy for removal of essure.). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia and menstrual disorder to be related to essure. The reporter commented: since the essure removal surgery, plaintiff (B)(6) has reported that all her symptoms have resolved and that she feels much better. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.